Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm. Additionally, it was reported that the wake button was intermittently delayed in responding to presses. Customer's blood glucose level was 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.